Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer cleared the alarm by changing the pump supplies. The customer¿s blood glucose (bg) level was in the upper 200s mg/dl and a corrective bolus was delivered to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Event description:
Reportedly, the customer had been using novolin r in the cartridge.